Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was installed on arm 2 when the surgeon experienced the instrument moving in a direction opposite of what the surgeon was doing on the surgeon side console. The instrument was replaced and the procedure was completed with no reported injury. On 01/06/2023, the following additional information was obtained: the issue occurred about 30 minutes after the start of the procedure, with the surgeon¿s head inside the surgeon console while the surgeon was attempting to manipulate instruments. The movements of the surgeon scaled appropriately to the instrument and moved in the intended direction, the timing of instrument movement was appropriate. There was no any shakiness and/or friction experienced/observed with no interference or external collisions. Only the tips of the instrument persistently did not follow the right and left movement of the masters as it moved in the opposite direction. After we recognized that there was a problem with the proper movement of the tips of the instruments we checked the working area on the arm of patient cart and inside the patient cavity. There was no injury to the patient as result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and the complaint regarding non-intuitive motion was not confirmed by failure analysis. The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage found and the instrument was fully functional. No product issue was identified. The probable root cause of non-intuitive motion cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of the fbf instrument found the instrument was fully functional with no product issues identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.